Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The part and lot numbers of the plates and screws are unknown, therefore the device history records are unable to be reviewed. The user facility reported that the plates and screws were discarded during the revision surgery and therefore not available for review by the manufacturer. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the patient had adequate bone for fixation, the correct screw length was selected, and the plates were placed equal distance over the sternotomy. The patient had to undergo extensive bipap ventilation; the plates pulled through the bone toward the midline and caused bleeding. Ten days post surgery the plates and screws were removed.

Manufacturer narrative:
Based on the additional information, the following fields were updated.

Event description:
More information was provided: the surgeon advised the patient did not have poor bone quality. The surgeon felt the patient was not osteoporotic. Wires were placed around the sternum in place of the sternalock blu system.